Event description:
(B)(4). Essure was placed in (B)(6) as soon as inserted I have had allergies, a constant runny nose and watery eyes. This is non stop every day. Migraines began 3 to 5 a week with a constant headache that would not go away. I had morning sickness at least 4 times a week. About 2008 brainfog started. I was having trouble remembering things and words, even simple words. I began a strange stutter. It seemed my as though my mouth couldn't get out what my brain was thinking. Throughout this point I went through bouts of depression but not many. In 2011 my body seemed to go through a big change. My periods became heavier, lasted longer. I was having cramps (which I never had in my life). I was starting to have anxiety issues. Never had problems with anxiety. All these symptoms from day one continued and from this point started progressing. In 2014 my periods were so bad the first 2 days, at least I was spending them in bed. I had pain shooting down my legs my so bad that I could not separate my legs to even get up. Back would hurt so bad I could not even lay on it. Night sweats started at this point. They would be every other month and last all month long. It would be so bad the bed and I would be soaked. I would have to get up and change everything. I don't sweat even on a hot day or working out so it was a strange change. And the sweat smell is sour not a normal smell either. Towards the end of 2014 fatigue took over. Depression was bad. I was having fevers for no reason. I was sleeping 14 to 16 hours a day and still woke up tired. My dr ran tests for my blood counts and my white was high numerous times. Throughout the years my dr would just give an antibiotic and say it was an infection. Would give another test and it would remain the same. I would also have days where I thought maybe I did too much because my body would hurt to the touch, like burning with pin pricks. It would be gone by morning but getting to sleep was a nightmare. I have had the same dr since I was 17 with my first child. It is 19 years later. He has always given me the best care. He did a laparoscopy (B)(6) 2016 found little endometriosis and nothing else wrong. We discussed waiting 2 months to see how my next 2 cycles went but when my next period started roughly 3 weeks later I was in incredible pain, topping charts at 20 I promise. I almost couldn't walk it was like I was having contractions. My blood pressure was bad, 130/111 and mine is very low normally. Same with temp, always very low. Two days later he rushed me in for a hysterectomy. Several symptoms stopped immediately like the allergies. I no longer have to make sure I have a tissue with me at all times (this is by far my favorite) .the pains and cramping (do have a few still from healing but not like before). Depression, sadness, anxiety, fogginess (actually laughing now). I haven't had painful feelings in legs after a long day. I however am still having migraines and the morning sickness. If this is a lasting side effect I would like it be known but I do hope in the future of recovery it will fade.